Manufacturer narrative:
The explantation and investigation had been reported previously as per report 6000034-2019-00686. This report is submitted on september 7, 2020.

Manufacturer narrative:
Additional information has been requested regarding the patient and device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on july 28, 2020.

Event description:
Per the clinic, it was reported that the experienced an extrusion of the receiver stimulator subsequently to a head impact (date not reported).